Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-00976. Additional follow up revealed that patient underwent a surgical procedure, wherein scs leads were explanted and replaced on (B)(6) 2018. Effective therapy has been restored post operation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-00976. It was reported that patient¿s scs leads had migrated. X-ray diagnostics confirmed lead migration. As a result, a surgical intervention may be pending to address the issue.